Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted the female connector was separated from the main body. The reported condition was verified. The cause of the condition was manufacturing related caused by inadequate solvent application to the main body. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and mainbody of the transfer set. The event was further described as "when they tried to disconnect with the twist clamp the light blue end came apart". This occurred during use of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available